Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that cadd legacy pumps were beeping for "no disposable pump won't run" alarms. Advised patient to make a new mix to check if it's the cassette and not the pump. Called patient back after 30 mins, patient stated that when she used a new cassette, pump was running as it should be. No patient injury was reported.

Manufacturer narrative:
Other, other text: medwatch report was received from FDA, no new information. Mw5108681. E3: contact detail occupation was updated on (B)(6) 2022.